Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional (hcp); they had not seen the patient since 2008 and were unaware of the patient's condition. However, on (B)(6) 2008 the pump was changed from delivering baclofen 1000mcg/ml at 48mcg/day to minimum rate. The patient was being weaned off of the pump because the patient was moving and could not find a new doctor to monitor the pump. The patient's medical history includes pain and spasticity related to relapsing remitting multiple sclerosis. The patient also has right lateral femoral cutaneous neuropathy; as well as chronic neck and back pain. Other past medical history conditions listed included allergies, arthritis, asthma, depression/anxiety, fibromyalgia, irritable bowel, and rheumatic fever. It was noted that the patient did not tolerate systemic pain medications other than mild analgesics and is allergic to codeine and indocin. Concomitant medications reported were listed as oral baclofen, gabapentin, valium, lyrica, neurontin, flexeril, propoxyphene, darvocet, diazepam, and nerve blocks. The patient had experienced insomnia, tinnitus, abdominal pain, constipation, sexual dysfunction, and anxiety. And the patient's current major problems included neuralgia, flank, and spasticity. It was also noted that the patient used a cane and had a focal area of marked tenderness medial to the right anterior superior iliac spine (asis). Also, on (B)(6) 2015 the patient experienced a marked exacerbation of the right meralgia paresthetica which was treated with a nerve block injection.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient reported that a nerve was pinched when the pump was implanted and the patient requested to have the device removed. Drug, other medications the patient was taking at the time of the event, patient's pertinent medical history, diagnostics performed, the cause of the pinched nerve and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Corrected information: the indications for use were intractable spasticity and multiple sclerosis.